Event description:
It was reported that the customer is a rehab hospital and dropped the insulin pump. It was stated that it appears the drive support cap was loose/sticking out. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked end cap, missing end cap sticker and scratched display window. Drive support disk was inspected and no anomaly was noted. No moisture damage found on electronic assembly and battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.